Event description:
It was reported that the patient was struck by lightning "a few years ago" while she was at the fair "because of her spinal cord stimulator (scs)." It was noted that the patient was forbidden to be outside during an electrical storm after this occurred. It was noted that the patient had to stay in a building that was grounded or wear a hat that kept her grounded. It was further reported that the patient and her daughter were both born with a sensitivity to electricity and reported previous incidents of being shocked by a blue flame prior to having implant. It was noted that "even though she was born with this, having the scs made it even worse." Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3888-33, lot# j0110977v, implanted: 2001 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).